Event description:
Received info stating customer received an occlusion alarm. The cartridge was observed to be cracked. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.